Event description:
Was using focus night and day contacts and was switched to acuvue oasys. Seemed ok the first couple days, then started having problems with my vision. Felt like I couldn't focus my eyes on anything and once I did, it took forever to get them to focus on anything else. It was like looking through haze or fog. One eye at a time, both eyes same time, both eyes back and forth. It made my eyes sore like I had eye strain, and made them feel heavy like I wanted to close them. Doctor said to change solutions, so I did, with very little improvement. Still couldn't see clearly. When I could see, it was not crisp vision, more like I could see, but not clearly. Can't drive with them in because it is so bad. Have to keep blinking constantly to try to get them to focus. Have a lot of crud build up in my eyes throughout the day and also overnight. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: need contacts to see. Event abated after use stopped or dose reduced?: #1 yes, #2 yes. Event reappeared after reintroduction?: #1 yes, #2 yes.